Event description:
Breakage of the access port tubing resulting into a leakage of the system. This event was previously reported by bioenterics corp under medwatch report # 2028368-2001-00075. We are submitting add'l info for that report.

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper I. See related medwatch report # 2024601-2003-00542 regarding replacement access port kit. Analysis noted a sharp breakage of the port tubing at the stainless steel connector, etiology unk. Analysis also noted a non-penetrating nick on the port tubing, at the stainless steel connector, which appeared to be a scratch from a surgical-like tool. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing beaks and leakage." "Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflation section." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."